Manufacturer narrative:
The reported event of unable to program less than 0.1 ml/hr file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the pump would not accept the intended rate selected which was below 0.1ml/hr when the nurse was using a 3ml monoject syringe which the pump detected. The syringe module was switched and the nurse was then able to type a rate below 0.1ml/hr with the pump detecting the same syringe. There was no patient harm.